Manufacturer narrative:
It was observed after multiple aspirations without removing the aspirated blood from the clot canister, that blood was exiting both the return and inlet sides of the aspiration syringe. Inquis personnel noted the clot canister was filled with blood due to repeatedly missing the workstep of disconnecting the blood return syringe and immediately returning blood to the patient. The aventus thrombectomy system instructions for use provides instructions and a precaution to return blood immediately to the patient. Failure to follow these steps led to an unacceptable level of positive pressure in the system which led to the valve failure.

Event description:
During the thrombectomy procedure to treat the patient's pulmonary embolism a valve in the aventus thrombectomy system syringe failed, potentially allowing blood to return to the patient via the thrombectomy catheter. This failure occurred due to repeated aspirations being performed without relieving pressure in the system by immediately returning blood to the patient. The procedure was successfully completed. There was no report of an adverse effect to the patient.